Event description:
The customer alleged that the unit was leaking cidex onto the floor. There were no injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at customer's site. The fse found a disinfectant leak from the reservoir. The fse replaced the reservoir and moved fluids through the system to check for leaks. The fse ran a successful wash/disinfect cycle. The device meets mfg specs.